Manufacturer narrative:
Manufacturer and expiration dates: updated. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, patient outcome of death is a known risk associated with endovascular procedures and is noted as such in the device direction for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
The patient underwent a thrombectomy procedure with the subject device(s), and at 24 hours post procedure, the patient was assessed as having a nihss of 20 and at 48 hours a tici score 0. The patient was discharged 5 days post the index procedure with a modified rankin scale (mrs) of 5 and a nihss of 25. It was reported that the patient¿s neurological condition deteriorated due to the index stroke. No treatment was administered. It was reported that the patient died approximately 30 days post the index procedure in a nursing home due to a primary cause of general deterioration. The patient was made ¿do not resuscitate-comfort care. It was reported that the patient's outcome of general deterioration and death were no associated to the device or procedure. However, the exact cause of death remains unknown. No further information is available.

Manufacturer narrative:
This is the 1st of 2 reports filed for this event. The subject device is not available.

Event description:
The patient underwent a thrombectomy procedure with the subject device(s), and at 24 hours post procedure, the patient was assessed as having a nihss of 20 and at 48 hours a tici score 0. The patient was discharged 5 days post the index procedure with a modified rankin scale (mrs) of 5 and a nihss of 25. It was reported that the patient¿s neurological condition deteriorated due to the index stroke. No treatment was administered. It was reported that the patient died approximately 30 days post the index procedure in a nursing home due to a primary cause of general deterioration. The patient was made ¿do not resuscitate-comfort care. It was reported that the patient's outcome of general deterioration and death were no associated to the device or procedure. However, the exact cause of death remains unknown. No further information is available.